Manufacturer narrative:
71 year old female treated on 6.1.21 for multiple calculi bilaterally received 2000 total shocks at protocol ramp up of energy and delivery. It is unknown if stones responded to treatment and not necessary to schedule for additional treatment. No medication or homeopathic health aids reported to be taken prior to treatment. Patient diagnosed with 2cm hematoma immediately after treatment. Patient was admitted to the hospital on 6.2.21 and was discharged on 6.4.21. No report of treatment during hospital admission. Patient did not receive transfusion. Patient reported as recovered by treating physician, john grantmyre. Physician reported no issues with the equipment at the time of treatment. The device was evaluated and no issues were found, the device meets manufacturers specifications.

Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2021. The patient was admitted to the hospital on (B)(6) 2021 and was discharged in stable condition on (B)(6) 2021.